Manufacturer narrative:
(B)(4): multiple attempts to obtain additional information have been unsuccessful.

Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used in an unknown procedure on a patient of unknown age, sex, and weight.according to the complainant, when pulling the wire back the coating of the wire peeled off and remained in the kidney. Only the coating remained in the patient. During an x-ray it was seen that approximately 2-4cm of the coating remained in the patient. The patient is reported to be "fine."